Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the left bundle branch right ventricular (rv) lead exhibited rising thresholds and impedance resul ting in exit block and inappropriate therapy. Temporary pacing was necessary. A lead dislodgement was suspected and a revision was done however, it was found that the lead was functional and in place. After re-attaching the implantable pulse generator (ipg) again exit block was observed indicating for an issue with the rv port. The ipg was replaced and the lead remains in use. No further patient complications have been reported as a result of this event.